Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a hole was found in a bd plastipak¿ 10ml hypodermic syringe luer lok¿ when trying to draw up medication during a critical event. It was also reported that ¿on the back of the syringe there was plastic coming off and slashes¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples or pictures have been received for investigation. DHR of lot 1710030 has been reviewed finding an annotation regarding the alleged defect. During assembly process failure in assembly wheels synchronization was detected in assembly station and quality notifications were opened. This failure caused damage plungers. Defective samples detected were rejected (798 units) and mechanical team repaired the failure. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Investigation conclusion: based on DHR review we can confirm that the root cause of the non-conformance is related with a failure in the assembly station. Project is open to investigate and reduce the occurrence of this defect.